Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available x-ray images were inspected. A lead fracture in the area of the clavicle could not be determined for certain. A possible tight ligature was identified. However, without an analysis of the lead itself, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 90 months after the implantation, damage to this rv lead in the clavicle area was noted. The lead was capped.